Manufacturer narrative:
The manufacturing process was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the reported issue. Upon receipt, the screw fixation was retracted. After thorough cleaning to remove blood and tissue residues, the fixation mechanism was able to extend and retract within specification, with a ¿jumping¿ effect. This behavior could be due to residual tissue remaining inside the screw housing despite the deep cleaning. The screw length was measured and found to be within specification (1.5 mm). X-rays revealed a torque on the inner coil at the connector pin is-1 level. This finding could be related to multiple repositioning attempts of the lead or due to an excessive number of turns performed to extend and retract the screw during the implantation attempt. The other components were free from any damages. Standard electrical measurements were within specification, and they did not indicate any electrical contact issues (loss of capture or high intermittency) between the two lines that could explained the reported electrical issues. Additional tests measuring impedance under both dry and wet conditions did not reveal any abnormal values or current leakage between the conductor lines, either at the distal or proximal levels. Based on investigation result the reported abnormal impedance values may most probably be attributed to the target site(s) or to the patient physiology or to the screwing of the lead in cavity. Considering the available data and investigation findings, a lead-related issue is not suspected to be associated with the reported events. This case is retained and utilized for trending purposes.

Event description:
Reportedly, at the implantation procedure on (B)(6) 2025, when the lead was positioned in the ra and measured with the psa analyzer, the impedance was over 4000o before screw and 2700o after screw. The result was the same when changed the psa cable. New vega lead was used and the implantation was complete.

Event description:
Reportedly, at the implantation procedure on (B)(6) 2025, when the lead was positioned in the ra and measured with the psa analyzer, the impedance was over 4000o before screw and 2700o after screw. The result was the same when changed the psa cable. New vega lead was used and the implantation was complete.